Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 25mg/ml morphine at 5.49mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient was admitted to the hospital on (B)(6) 2017 with sepsis and a spinal cord injury. A motor stall was seen at the initial interrogation of the pump. It was reported the patient recently had a magnetic resonance imaging scan. It was reported that the motor stall was active and the stopped pump period may exceed tube set. It was also reported that there was multiple motor stalls and recoveries. It was reported that the patient did not present with any withdrawal like symptoms. The hcp explained that the patient had many magnetic resonance imaging scans and medical tests that could explain the stalls and recoveries, but the pump does show a "stopped pump period ," message along with a stall upon interrogation on (B)(6) 2018. The patient had not heard a pump alarm or had any issues with pain and stated their back felt good. It was reported the patient is usually seen in chicago, but is at their rehab facility in (B)(6). It was reported a motor stall recovery occurred with interrogation. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on 2018-feb-07 reported the patient's weight was (B)(6) kg. No further complications were anticipated/reported.